Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('left essure coil not in place') in an adult female patient who had essure (batch no. C38207) inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the coil had probably folded back on itself during insertion." The patient's medical history included pelvic pain. (B)(6) 2019-surgical pathology report diagnosis. A. Right essure coil, removal: coiled metallic wire, gross diagnosis only. Foreign body in uterus; hysteroscopy, removal of right essure coil. Please save coil - pt is in the middle of litigation. Organ or tissue right essure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (B)(6) 2019, rigt essure coil removal,hysterectomy). Essure was removed. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: right ostium: 8 coils. Left ostium: 1 coil. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('left essure coil not in place') in an adult female patient who had essure (batch no. C38207) inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the coil had probably folded back on itself during insertion." The patient's medical history included pelvic pain. On (B)(6) 2019 - surgical pathology report diagnosis. Right essure coil, removal: coiled metallic wire, gross diagnosis only. Foreign body in uterus; hysteroscopy, removal of right essure coil. Please save coil - pt is in the middle of litigation. Organ or tissue right essure. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2019 right essure coil removal, hysterectomy). Essure was removed. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: right ostium: 8 coils. Left ostium: 1 coil. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.